Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left femoral artery. The 5.0x150 mm absolute pro self expanding stent (ses) became stuck and it could not be released from the delivery system. A non-abbott stent was used to complete the procedure. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted device damages (kinked sheath/inner member, multiple wrinkled sheath, multiple bent outer member/stabilizer) thus restricting the shaft lumens from moving freely resulting in the reported activation/deployment failure. Manipulation of the device likely resulted in the noted stretched/deformed stent struts. Intervention was likely performed resulting in the noted cut stent struts. Inadvertent mishandling likely resulted in the noted indented strain relief and the noted handle gap. There is no indication of a product quality issue with respect to manufacture, design or labeling. Although the difficulties encountered appear to be related to procedural circumstances, on (B)(6) 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6: health effect impact device code 2199 deleted; 4641 added.

Event description:
It was reported that the procedure was to treat the left femoral artery. The 5.0x150 mm absolute pro self expanding stent (ses) became stuck and it could not be released from the delivery system. A non-abbott stent was used to complete the procedure. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. Subsequent to the initially filed reports, the following information was provided via device analysis: the distal portion of the stent struts were deformed and cut. The cut portion, including the tabs, was not returned. Other stent struts were cut but remained in one piece. Intervention was likely performed to cut the struts and remove the device. No additional information was provided.

Manufacturer narrative:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
It was reported that the procedure was to treat the left femoral artery. The 5.0x150 mm absolute pro self expanding stent (ses) became stuck and it could not be released from the delivery system. A non-abbott stent was used to complete the procedure. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.